Event description:
During use on an approximately 480 lbs. Patient, the autopulse platform sn (B)(6)mdisplayed a check patient position error message. Although the patient was above the 300 lb. Range, the autopulse lifeband was able to close around the patient without issue. The platform performed one compression then displayed the "check pt position" error message. The patient was moved up the board but the same issue occurred. The crew performed manual CPR until they reached the hospital. Patient's status information was requested but the customer did not provide a response. When the platform was tested using a manikin, the platform performed as intended and no error messages were displayed. The console is back in service.

Manufacturer narrative:
The autopulse platform in the complaint will not be returned for investigation. The platform was tested by the customer after the event and it is functioning as intended. It was placed back into service for use. Therefore, service was not required to be performed by zoll. Per the customer, the patient was approximately 480 lbs. Per the autopulse® resuscitation system model 100 user guide, the patient/autopulse system operating parameters indicates that the maximum patient weight permitted is up to 300 lbs. (136 kg).